Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:56:15. During night drain cycle eight, the patient's ultrafiltration reading was 1595ml, indicating the home patient drained 1145ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice received full functional testing, electrical safety testing, calibration, and simulated therapy were performed. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be that the tidal total uf removal was set too low (i.e. Use error). The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.